Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a transfer set. The nurse stated the spike of the transfer set separated from the spike port of the twin bag. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. One used set was received for evaluation with no cap (loose in pouch) on spike and no cap on patient connector. Functionally, the set was hand tightened with a lab ((B)(4)) titanium adapter without difficulty and connected to lab port of a twin bag assembly with no issues noted. The set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted.